Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. The dislodgement was confirmed using fluoroscopy. The physician opted to program the device to vvi. The ra lead was abandoned electrically. No adverse patient effects were reported.